Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 13.2mm vicm5_13.2, -6.0 diopter, implantable collamer lens, the lens tore. Reportedly, the lens "got squeezed into the injector during loading" and this led to the lens tear. The intent was to implant the lens into the patient's left eye (os) on (B)(6) 2018. An alternate lens was implanted and the problem was resolved.